Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device produced clips that were malformed and the clips were falling off target tissue. A device of a different product code was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # m91a0x. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In addition, pictures of the medical procedure were returned along with the instrument. Based on the photographic evidence, the event description can be confirmed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. In addition the device locked out as intended. The jammed clip may have caused the clip malformation of the remaining clips; however, no conclusion could be reached as to what may have caused the clip jamming. The batch record was reviewed and no anomalies were noted during the manufacturing process.